Event description:
My daughter went to the eye doctor in 2007 due to having pus coming out of her left eye and redness. This was an appointment for the problem when she had just been to the eye doctor a week before for her yearly check up. The doctors office said she must have some kind of infection and to stop wearing her contacts. We then had to go buy some glasses for her to wear. After 5 days, she went back to wearing her contacts after putting eye drops in her eyes and the symptoms came right back but worse this time. She went back to wearing glasses, got another prescription and come to find out it was the solution from her contacts that gave her the infection. She got a sample -2oz- of the complete moisture plus solution at the doctors office when she was there. When she went back two weeks later for her follow up check up, she then found out from the doctor it was the solution. This problem has cost me because of this solution. Now that she has went back to her regular solution; she is doing fine. Dates of use: three days in 2007. Diagnosis: put contacts in. Event reappeared after reintroduction: yes.